Manufacturer narrative:
A follow up medwatch will be submitted upon completion of the investigation. Return of the product is anticipated.

Event description:
It was reported that sheath broke behind the valve, after inserting it into the pt's left vein. Part of the introducer sheath was lost in the pt, it went through the upper vein, into the heart and the pt experienced threatening ventricular tachycardia. After 15 minutes, the tube could be retracted through the veins into the groin. The tube was then broken into two smaller parts and retracted.